Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7075991.

Event description:
It was reported that patient presented with redness, feeling heat and pain at the surgical site behind the ear. The physician determined there was an infection. The patient was admitted and the physician performed a deep surgical cleaning and vancomycin was applied. The infection was controlled and the patient was discharged.